Event description:
It was reported, that the patient presented to the hospital, for a scheduled procedure. Interrogation of the pulse generator, prior to the procedure noted, that right atrial (ra) lead had dislodged. And was oversensing noise resulted in inappropriate mode switch episodes. The lead was explanted and replaced. The patient was stable throughout the procedure.